Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that the drawer was not closing. The engineer observed that items were stuck between the drawers and also found the latch sensor hanging loose. The issue was repaired, and the customer logged in, recovered the drawers, and performed an inventory count without any problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed hardware error message was displayed. The customer stated that the main drawer 3 was opening but cubie was not opening for the nursing staff to obtain the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.